Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that some of the dispense ports in the wash separation manifold were not priming correctly until fluid was run through several times. The fse also discovered that the bubbler behind wash 1 was not at the level it should have been. The wash 1 reservoir was manually primed from the bottle. The fse reran the test and all dispense ports worked properly on the first run. The fse also installed a wash 1 update, which was due on the instrument. The system was calibrated and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin results was a malfunction of the wash separation manifold. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on four patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument and resulted lower. The rerun results were reported to the physician(s). Patient #3 and patient #4 were admitted to the hospital due to the falsely elevated troponin results. One patient was treated with heparin due to the falsely elevated troponin result. It is unknown which patient heparin was administered to. There are no known reports of adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The initial MDR 2432235-2013-00393 was filed on november 20, 2012. Additional information (09/25/2013): drifts in performance were not detected due to insensitivity in the control system.

Manufacturer narrative:
The initial MDR 2432235-2013-00393 was filed on august 16, 2013. Additional information (10/01/2013): after further investigation, it was determined that this complaint is related to urgent medical device correction (umdc) 10813926: "advia centaur/advia centaur xp - system misinterprets wash 1 fluid signals," which was sent to customers in the united states in november 2012. An urgent field safety notice (ufsn), ufsn 10813924: "advia centaur/advia centaur xp - system misinterprets wash 1 fluid signals" was sent to customers outside the us in november 2012. Siemens healthcare diagnostics confirmed that the advia centaur/advia centaur xp system can either fail to detect when the wash 1 bottle and reservoir is empty or incorrectly indicate that the wash 1 bottle and reservoir is empty when it is actually full. The umdc and ufsn provide customers with instructions for troubleshooting these occurrences.